Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to the pod, "giving all the insulin". The patient was stating that, "the ambulance would get my blood sugar back up but when the pod was on it would go back down". There was no other information on when the patient was released from hospital or treatment they were given.